Event description:
A malfunction alarm was reported with the code malf 9, which was successfully reset with assistance from technical support. There was no adverse impact to the customer¿s blood glucose level as it did not exceed 500 mg/dl. The customer was instructed to continue using the pump and to call back if the malfunction code recurs.